Manufacturer narrative:
The insulin pump had a missing address/serial label. The device had unresponsive buttons due to moisture damage on the keypad traces. No button error alarms occurred. The device had cracked reservoir tube and lip, cracked reservoir window, cracked battery tube threads, scratched on display window, and a missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 126 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.